Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia . Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the mesher board is not remaining straight while passing through the mesher. Grooves on mesher need to slot into a board that is passed through and it is critical it aligns correctly. There was no report of harm, injury or delay. There is no alternate contact and no additional information available has been indicated. Due diligence is complete. No adverse events were reported as a result of this malfunction.